Event description:
It was reported that the patient had not been feeling stimulation for the last three weeks. Impedance measurements were strange with one of two numbers showing as a result. It was noted that it was showing duplicating numbers on several contacts and 03 showed ¿???.¿ reprogramming using different contacts was tried, but nothing would initiate stimulation. The battery life looked okay according to the clinician programmer. The patient had had the battery for eight years and used it 24/7. It was noted that there were no patient symptoms/injuries related to this event and the patient status was noted as no injury/no adverse event. Additional information received reported that when the manufacturer representative had increased settings to 8 v, the patient did not feel anything. It was noted that the device ¿just quit working¿ a few weeks ago. It was noted that the representative was getting ¿???¿ when tested at 4.0 v, 450 pw. The representative tried programming the following: 1+2-, 0/3, 1/3,1/2; the patient did not feel any stimulation even at 8-10 v. A longevity calculation was performed to estimate device battery life with the following settings: 0+, 1+, 2+, 3-; 2.4 v; 420 pw; and 40 hz. Noted impedance measurements as follows: 01=2015 ohms; 02=2696 ohms; 03=???; 12=2015 ohms; 13=2696 ohms; and 23=2015 ohms. Estimated longevity using 2000 ohms was equal or greater than 120 months, using electrodes was equal to 55 months. A potential need for revision was reviewed and the representative was going discuss the same with the physician.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997: product type extension; product ID 3487a, lot# l45695, implanted: (B)(6) 997: product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005: product type programmer. (B)(4).